Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator stated they were experiencing shocks throughout the legs, mostly on the right side, during stimulation, along with severe itching on the right side, numbness of the whole right side after sitting more than 15 minutes, increased pain attributed to the implant, and a current bladder problem. The patient stated they had been having issues with the scs device since day 1 and expressed intent to have the implant removed. The patient also reported external device issues, including a communicator that would not power up (no light when the power button was pressed), a handset not being fully charged as expected, and inability of external devices to connect to the scs device despite having two sets of external devices. The patient reported that stimulation had been adjusted at a prior visit, but shocks persisted, and the patient needed therapy turned off for an upcoming surgery. During one call, the patient refused troubleshooting and disconnected the call. During a subsequent call, the agent walked the patient through connecting to the mystim application, and the patient successfully connected and turned therapy off, after which the patient was redirected to a healthcare provider for further evaluation.